Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Pump passed displacement test, self test, error test, off no power test and all operating currents tested within the spec range. Pump received with broken battery tube thread noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer reported that they had random no delivery alarm and motor instead of low reservoir. It was reported that they had motor error. The insulin pump will not be returned for analysis.